Manufacturer narrative:
Corrected information found in section d4. Lot number and catalogue number. Data and information provided by the customer were reviewed and support the complaint issue. The lot search review did not identify an increase in complaint activity for the issue. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends. Device history record review was performed on lot 58456ud01, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
Complete information from section a1. Sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated architect total b-hcg results for one patient. The initial result for sid: (B)(6) was 306.05 miu/ml, re-test <1.2 miu/ml (reference range <5 unit: miu/ml). No impact to patient management was reported.